Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that a filled pocket would not open for the nurse. The fse logged into the hardware test application, opened the pocket, and cleared the medication jam. The station was rebooted into the application, and the customer logged in and, with a witness, cleared the failed pocket. The drawer was confirmed to be working properly. Pocket would not open for the nurse. There was no pharmacy onsite. The engineer logged into the hardware test application, opened the pocket, and cleared the medication jam. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 jammed and failed to open. The customer attempted to reboot the station and recover the drawer; however, both attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.